Event description:
It was reported that the subject device had extended soak and might be clogged. The issue was discovered during a therapeutic esophagogastroduodenoscopy (egd) procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the scope was reprocessed incorrectly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.